Manufacturer narrative:
The insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No unexpected battery power loss alarm, off no power alarm or low battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without prior low battery alert. The customer also reported that the insulin pump alarmed motor error. The customer's blood glucose was 77 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump was able to rewind. A new battery also restored the insulin pump's normal function. However, the existence of a low battery alert prior to the off no power alarm was not confirmed. The insulin pump was returned for analysis.